Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20207. It was reported, the pt did not have adequate pain coverage in the back. Stimulation could only be felt in the legs. Surgical intervention was to be undertaken at a future date. Follow-up revealed the pt was originally implanted for low back coverage. Over-stimulation was felt in the legs and decreased stimulation in the back. The existing leads were revised on (B)(6) 2013 and relocated up into the thoracic spine until adequate stimulation was achieved. It was reported the issue was resolved and the pt was well post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.